Manufacturer narrative:
Manufacturer¿s investigation conclusion. A specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.25 inches from the pump housing. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock properly secured. The pump appears to have been exposed to a fixative agent post-explant. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some depositions of fixed blood but no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 94 minutes of data from (B)(6) 2020. The lvad periodic log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported within user facility report # (B)(4) that the patient presented with acute on chronic symptoms of worsening pseudomonas/serratia driveline infection requiring surgical incision and drainage on (B)(6) 2020, vacuum dressing, antibiotics infusion, and status upgrade for heart transplant for device infection due to extremely limited medical/surgical treatment options. This patient will remain hospitalized until transplant given complex antibiotic and wound therapy.